Event description:
It was reported that the system displayed an overcharge error and would not display an image. This rendered the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube cooling oil and replaced the igbt (snubber) circuit board. The system operates as intended.